Event description:
It was reported that the delivery rate was not achieved. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date.one device was received for evaluation. A visual inspection noted that the device was in good condition and no physical damage was found on the pump. Functional testing was conducted with the returned device and the customer¿s problem was not confirmed. The flow rate was in normal parameters. The root cause was unknown. The service history review identified the device had not been in before for repair related to the customer stated problem. There were no previous repairs and the device had not been serviced in the past 12 months. No further action will be taken.